Event description:
Customer reported that she had high blood glucose of over 600 mg/dl. Customer stated that she went to see a doctor at the diabetes center and she was treated with two manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.